Manufacturer narrative:
(B)(4). G2- canada. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during cleaning of instruments, a femoral impactor pad was found fractured. The condition was identified during cleaning. There were no missing pieces, and there was no patient involvement. There is no additional information available.